Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) study. It was reported that in-stent restenosis occurred. In (B)(6) 2018, the subject presented with end stage renal failure and was on hemo-dialysis; they were referred for cardiac catheterization and index procedure was performed on the same day. The target lesion was located in the proximal left circumflex (lcx) artery with 80% stenosis and was 24 mm long with a reference vessel diameter of 3 mm. The lesion #1 was treated with direct placement of a 3.00 x 38 mm study stent. Following post-dilatation residual stenosis was 0%. Target lesion #2 was located from proximal right coronary artery (rca) to mid rca with 80% stenosis and was 56 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with direct placement of 2.75 x 38 mm and 2.75 x 32 mm study stent. Following post-dilatation residual stenosis was 0%. On the same day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2018,the patient presented with the complaints of right anterior chest pain associated with dyspnea and bilateral hand numbness. Per subject's statement, her chest pain was short in duration and it relieved by aspirin. The subject's symptoms were concerning for angina pectoris class iii-IV. Electrocardiogram (ECG) was preformed which revealed incomplete left bundle branch block, decrease r wave progression secondary to conduction defect of old anterior infract. The subject was prescribed with vasodilators in response to the event. Further management with evaluation of complete blood count, metabolic panel, echo analysis and left heart catheterization were recommended. Sixteen days later, the patient presented to the hospital for an scheduled elective left heart catheterization. Coronary angiography revealed, 95% discrete proximal stent edge stenosis (in-stent restenosis of study stent) in the proximal lcx. It was treated with balloon angioplasty and placement of 3.5 x 18 mm non-bsc stent with 0% residual stenosis and timi 3 flow. The patient was scheduled for a planned staged procedure for lad after a month. The event was considered resolved.

Manufacturer narrative:
Device is a combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/18/2018 02:14 pm CT. The report number is being corrected from: 2134265-2018-64352 to: 2134265-2018-62255.

Event description:
Evolve short dapt study it was reported that in-stent restenosis occurred. In (B)(6) 2018, the subject presented with end stage renal failure and was on hemo-dialysis; they were referred for cardiac catheterization and index procedure was performed on the same day. The target lesion was located in the proximal left circumflex (lcx) artery with 80% stenosis and was 24 mm long with a reference vessel diameter of 3 mm. The lesion #1 was treated with direct placement of a 3.00 x 38 mm study stent. Following post-dilatation residual stenosis was 0%. Target lesion #2 was located from proximal right coronary artery (rca) to mid rca with 80% stenosis and was 56 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with direct placement of 2.75 x 38 mm and 2.75 x 32 mm study stent. Following post-dilatation residual stenosis was 0%. On the same day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2018,the patient presented with the complaints of right anterior chest pain associated with dyspnea and bilateral hand numbness. Per subject's statement, her chest pain was short in duration and it relieved by aspirin. The subject's symptoms were concerning for angina pectoris class iii-IV. Electrocardiogram (ECG) was preformed which revealed incomplete left bundle branch block, decrease r wave progression secondary to conduction defect of old anterior infract. The subject was prescribed with vasodilators in response to the event. Further management with evaluation of complete blood count, metabolic panel, echo analysis and left heart catheterization were recommended. Sixteen days later, the patient presented to the hospital for an scheduled elective left heart catheterization. Coronary angiography revealed, 95% discrete proximal stent edge stenosis (in-stent restenosis of study stent) in the proximal lcx. It was treated with balloon angioplasty and placement of 3.5 x 18 mm non-bsc stent with 0% residual stenosis and timi 3 flow. The patient was scheduled for a planned staged procedure for lad after a month. The event was considered resolved. It was further reported that the clinical status assessment in (B)(6) 2018 indicated that the patient's qualifying condition as atherosclerotic heart disease and abnormal nuclear stress test and lateral ischemia. The 2 study stents implanted in the mid and proximal rca were patent and intervention was performed on the lcx.